Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal) in the right eye after the explantation of a different iol. The patient did not return to clinic to complete any required light adjustments or lock-in treatments. Approximately 37 months after implantation, the patient presented to a different clinic, complained of blurry vision, and the physician noted changes that are consistent with photopolymerization. The lal was subsequently explanted, and a new lal was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).